Manufacturer narrative:
Additional information has been provided in b1 (is product problem) and d6b (date of explant). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 43-year-old male patient was admitted with acute decompensated heart failure and was implanted with an impella 5.5. He was also on va ECMO. The ECMO was discontinued on (B)(6) 2025 and the impella support continued. The patient was supported with multiple vasopressors and inotropes for his cardiogenic shock (cs). There was a small amount of oozing from the axillary site noted. Impella support continues as of (B)(6) 2026. On (B)(6) 2026, there were purge cassette issues warranting a cassette change out and ultimately a new aic. No patient consequences were noted. Oozing from the impella site from the impella device. During impella 5.5 support, blood was noted oozing was noted at the axillary access site. 42 days later, "purge disc not detected" alarms occurred when trying to replace a purge cassette. The console was exchanged, the purge disc of the cassette was detected, and support continued. The patient is still on support 30 days later as of (B)(6) 2026. These are considered reportable events per (B)(4).